Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation where it was determined that the main circuit board had failed. The cause of the circuit board failure could not be determined. The device was repaired and returned to the customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the front panel of the subject device turned black out during an unspecified timing. The user facility cancelled the procedure. The service department of olympus (B)(4) limited checked the subject device and found that the reported phenomenon could not be duplicated but the subject device could not be turned on. There was no patient injury associated with this report.